Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2021).

Event description:
It was reported that approximately one year and ten months post port placement via the left internal jugular vein, the catheter allegedly had subcutaneous leak. It was further reported that the patient experienced pain and swelling. However no additional medical intervention was required to treat patient. Reportedly, port device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified fracture, deformation and wear issues as partial circumferential break was noted to the catheter approximately 5.2cm from the port stem. The edges of the partial circumferential break was uneven and the surface was rounded in one region and granular in the other region. Further, multiple kinks were noted on the catheter. Further a kink was noted on the attached catheter approximately 6.3cm from the port stem. During functional evaluation, leak from the partial circumferential break was noted upon infusion and was unable to be aspirated. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 10/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and ten months post port placement via the left internal jugular vein, the catheter allegedly had subcutaneous leak. It was further reported that the patient experienced pain and swelling. However no additional medical intervention was required to treat patient. Reportedly, port device was removed. There was no reported patient injury.